Event description:
It was reported by customer that the jack was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a follow-up report may be submitted.